Event description:
Patient fell out of the bed after being placed on his side with pillows, and no side rails engaged, when mattress was placed on rotational mode. The caller stated that, the rotational mode access was to be taped off by kci delivery rep, so not to be used. This was not done as the mattress was delivered after hours. The apparent contractual agreement between kci and hcr was to not set up mattress if delivered after hours. Day shift would do it themselves.

Manufacturer narrative:
According to the initial report via the distributor, it is unclear as to the time (shift) in which the bed was actual set up. The initial report states that the report was called in on the 28th, however, the contact person stated the mattress was set up on the 29th. It was also stated that facility staff did not witness the fall, but were summoned to the room by the roomate's call light. In addition, the instructions for use state, "ensure that all side rails are locked in full upright position before rotating. It is recommended that side rails be locked on in full upright position when unattended. Consult a physician and carefully consider the use of patients protective restraints, bolsters, positioning aides, floor pads, low bed, or padded side rail accessories when appropriate, especially with confused, restless or agitated patients." (Product labeling sampling attached) the contact person at hcr spoke with a medical rep for kci and stated that the device did not cause the injury. She stated that the kci drivers usually tape off the rotational port, but that was not done this time due to the delivery time. She also reported that they never use rotational surfaces at their facility because they are not allowed to use side rails. She added that the mattress had bolsters. In summary, and based upon the statements in the complaint, the "instructions for use" and precautionaries were not adhered to with regards to usage in a rotational the filing of this report and determine if there should be further review of this incident.